Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A pairing test was performed and it passed. Share log was downloaded and reviewed, no related errors were observed. The reported event of transmitter battery was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. The reported allegation was not found via data, but a transmitter permanent loss of connection was confirmed. The root cause could not be determined post-investigation. Based on the investigation results, this issue has been upgraded from non-reportable to reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.